Event description:
It was reported that the patient with these right ventricular (rv) and right atrial (ra) leads experienced a pericardial effusion, likely due to a microperforation. A pericardial drain was placed in the patient and the ra and rv leads were revised and repositioned successfully. The left bundle branch pacing (lbbp) lead was left in place. The leads remain in service. No additional adverse patient effects were reported.